Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was damaged due to wear and tear. The outer layer was split revealing a lot of the inner yellow layer. There were no alarms. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the modular cable was confirmed through the submitted image. A specific cause for the observed damage could not be conclusively determined through this evaluation. The modular cable was exchanged. It was communicated that the damaged modular cable was disposed of and will not return for evaluation. The relevant sections of the device history records for modular cable lot number 7171212 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. G, and heartmate 3 patient handbook, rev. G, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.